Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to occlusion. A right ventricular (rv) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. During the procedure, it was determined that there was a potential risk of perforating the coronary sinus if the procedure continued further, so the lead extraction was aborted. Attempts were made to remove the lld from the lv lead, but were unsuccessful; therefore, the lv lead/lld ez were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the lv lead, which was cut and capped and remained in the patient.

Manufacturer narrative:
A2): patient date of birth unknown. A4): patient weight unknown. A5): patient ethnicity unknown. A6): patient race unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): a portion of the lld was discarded, and a portion remained in the patient, thus no product investigation could be completed. H6): lld cut and cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.